Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient received an error message for the transmitter. The patient can not recall exact text that was displayed. There was no report of injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 07/07/2016, to report that on (B)(6) 2016, the patient received an error message for the transmitter. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a pairing test was performed and the tests failed. Shared data is not available for review. The reported event of a transmitter failed error was confirmed. The root cause was determined to be a defective transmitter.